Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration#(B)(4)). From (B)(6) 2014 complaints related to these products were handled by (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh has been informed that patient, who was utilizing a none-arjohuntleigh bed frame with arjohuntleigh branded mattress, has fallen out of the bed. It is unknown with the information available, if any injury occurred as an effect of this fall.

Manufacturer narrative:
(B)(4). When reviewing reportable events for the maxxair mattresses range registered within last 5 years, we have been able to find one additional complaint, related to the patient falling from the mattress while placed on none arjohuntleigh bed. The product involved in the incident is the maxxair ets mattress replacement system, serial number: (B)(4). The device is a part of the arjohuntleigh us rental fleet. The device was rented to the customer ((B)(6)). We have been able to confirm that maxxair ets involved in this incident has passed the quality control on 2016-02-03 before being released to the customer. The facility rented the mattress from arjohuntleigh and placed it on one of their own bed. The name of the bed is "big boyz bariatric bed" however they did not reveal any more specifics regarding the bed. In addition to the initial problem confirmation, no more details regarding patient outcome has been provided. It was only confirmed that patient involved in this incident has been taken to the hospital therefore the customer decided to terminate the rental. After returning device to the service center, it was checked according to the quality control procedure and has passed all requirements on 2016-02-20. Unfortunately, the circumstances under which the event occurred are unknown - we were unable to confirm if the patient rolled out of the bed or was trying to stand up from the bed, lost his balance and fell on the floor. Based on the information collected to date, provided problem description and inspection of the device, we have been able to confirm that the maxxair ets mattress was in good working condition and no failure or anomalies have been found within the device. The customer who raised the complaint also stated that it was the bed that caused the patient to fall. According to the recommendation from the user's guide (e.g. 310115-ah rev. B) which was delivered to the customer together with the device as part of the labeling, the user is informed that: -use or non-use of restraints, including side rails, can be critical to patient safety. Serious or fatal injury can result from the use(potential entrapment) or non-use (potential patient falls) of side rails or other restraints. -whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. -caregiver should be consulted and the use of bolsters, positioning aids or floor pads, should be carefully considered, especially with confused, restless or agitated patients. -caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency. In summary, the device was in use at the time of event for the patient treatment and therefore played a role in it. The arjohuntleigh maxxair ets therapeutic surface was in full working condition; the device did not fail to meet its specification. Although, there was no arjohuntleigh device malfunction, we have decided to report this event in an abundance of caution and to be transparent with the reporting approach. Given the circumstances and the fact that this incident is solely a result of an event beyond the realm of our control, we will continue to monitor any further events of this nature and do not propose any further action at this time.